Event description:
The physician determined that the ventricular pacing lead showed no output or capture prior to the procedure and a lead resistance of 2500 ohms was noted at the time of explant. The pacemaker was explanted electively and replaced by a new pacemaker.